Manufacturer narrative:
Consumer stated that an unknown party put air in her tires. Pride sent field service technician to evaluate device and reimbursed the cost of new tires out of good will.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Consumer alleges someone put air in her tires then three (3) days later, the tire on the right side blew off and caused the rear fender to come off and hit her in the side. This unit was bought used (second hand).

Event description:
Consumer alleges someone put air in her tires then three (3) days later, the tire on the right side blew off and caused the rear fender to come off and hit her in the side. This unit was bought used (second hand).